Event description:
In 2005, ptgbd was performed for the treatment of cholecystitis due to gallstones. During the procedure, the sheath was used only to introduce the catheter and not for reinforcement. Eight days later; fever-induced fluoroscopic observation revealed the catheter tip had separated. The catheter was withdrawn, however, the separated tip was left within the pt. Another MFR's tube was placed to replace the affected catheter. The separated tip was retrieved endoscopically two days later.